Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. The source of this report literature : "radiographic comparison of finned, cementless central pegged glenoid component and conventional cemented pegged glenoid component in total shoulder arthroplasty: a prospective randomized study" kilian c et al., j shoulder elbow surg, 2018 jun;27(6s): s10-s16.

Event description:
From literature: " radiographic comparison of finned, cementless central pegged glenoid component and conventional cemented pegged glenoid component in total shoulder arthroplasty: a prospective randomized study" kilian c et al., j shoulder elbow surg, 2018 jun;27(6s): s10-s16. Seven (7) complications: 1 intraoperative proximal humerus metaphyseal fracture caused during retraction did not require further treatment; 1 post-op traumatic rupture of the subscapularis tendon treated with a pactoralis major tendon transfer, 1 intraoperative nondisplaced greater tuberosity fracture did not require further treatment, 2 glenohumeral dislocations (1 anterior - atraumatic nature and 1 posterior - after a fall) - revisions to reverse tsa, 1 post-op infection - staged revision and eventual resection arthroplasty, 1 small anterior glenoid fracture that occurred during glenoid reaming did not require further treatment.